Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the patient was seen by the surgeon who identified that the generator incision site had widened and was excoriated with scabs, but there was no evidence of cellulitis or abscess. The surgeon decided to perform exploration of the incision and possible relocation of the generator battery. Further follow-up revealed that the excoriation around the generator incision began in (B)(6) 2014 and worsened. The surgeon believes that the cause of the excoriation is related to chronic infection and possibly stems from bacteremia. Exploratory surgery identified puss at the generator site. The patient underwent generator explant. The patient was not reimplanted. The surgeon plans to resolve the infection prior to reimplanting. The surgeon believes that the patient was picking and scratching at the incision site and that may have caused the infection.

Event description:
The patient underwent lead explant due to infection. The explanted lead was received for analysis on 01/16/2015. Analysis of the lead was completed on 02/06/2015. Note that the majority of the lead assembly (body) including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. No reimplant surgery has occurred to date.